Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown product performance reason. This ra lead was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown product performance reason. This ra lead was replaced. No additional adverse patient effects were reported. According to the additional information, that no patient-related complications were observed. This ra lead was likely capped due to elevated thresholds.